Manufacturer narrative:
Other relevant device(s) are: part number: 9735368, lot number: 1970474. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue was unable to replicated. However, it was noted the sectors were bad which likely caused the issue. Analysis found that the reported event was related to a computer issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was displaying "error read sr unrecoverable booting in 30 secs." The system was rebooted several times without resolution. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The system was analyzed on site by representatives and it was found that after replacing the computer, the initial complaint was resolved and the system was fully functional once again. The computer was returned for analysis and it was found that the sr manager error was confirmed when connecting the computer to a known good system. The issue was thought to have been caused by bad sectors on the computer. If information is provided in the future, a supplemental report will be issued.